Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during meter testing; however, a secondary issue of an error 1 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 lay user/ patient's pharmacist contacted lifescan (lfs) and alleged their one touch verioiq meter gave an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at on unspecified date and time 15 days ago, the patient observed an error 4 message. The reporter stated the patient manages their diabetes with pills, diet and/or exercise. The reporter confirmed that the patient did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The reporter claims the patient developed symptoms of "bronchitis" at an unspecified time after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca was unable troubleshoot the issue, as the pharmacist did not have any of the details or the patients testing supplies. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did he receive medical intervention. This complaint is being reported because the alleged product issue was not resolved as troubleshooting could not be conducted.